Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the tubing. Patient woke up and noticed a puddle of solution. Patient stated that the patient line came apart, patient clamped it off and reset with new tubing and bags. Prophylactic antibiotics were administered as a precaution and the patient's effluent remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.